Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. B3: unknown; captured as awareness date. D4 batch #: x94291. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate two switch activations detected" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that, during an unknown surgery, an alert sounded but no error message was displayed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The number of remaining uses of harhpgr was unknown. The same device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.